Event description:
Physician's note stated pt had surgical repair and manual release; however no dates were provided. The left breast became contracted and was too high. Pt had reconstruction of left implant, the pocket was enlarged and the implant was reinserted. Pt also had hematoma of left breast aspirated and then had evacuation of hematoma and excision of scar. Pt alleges having a fever in her left breast and contracture on both sides but states the left breast is problematic. Bilateral mammogram stated a benign-appearing calcification is in the left periareolar breast which is believed to be a small calcifying fibroadenoma.